Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens, -13.00/+4.0/117 diopter, and the lens tore/broke during injection/delivery into the eye. There was no reported injury and the lens was exchanged for another same model lens. The exchange resolved the problem.

Manufacturer narrative:
Device evaluation: the product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the optic torn and the haptic torn. (B)(4).